Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the product was performed. During testing, the inverter became hot and the inverter cover was melted. The damaged components were replaced and the product passed all functional incoming tests. The device manufacture date for this product is october 14, 1998. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this programmer was found broken at a hospital and efforts to power up the product resulted in black display screen. No adverse patient effects were reported.